Event description:
Following insertion of cannon catheter ii, the pt developed hemothorax. Pt transferred to another facility where it was discovered that pt had a perforated superior vena cava which was repaired.

Event description:
Add'l info rec'd from MFR 2/11/04: MFR is unable to provide significant additional info on this report. MFR had not been notified of this event by the hospital involved, and when they received the copy of the voluntary report from FDA they contacted hospital. MFR was told that the contact person listed on the voluntary report was no longer employed by the hospital. The only add'l info provided by the hospital was that the product involved in the incident is no longer available. Without being able to evaluate the involved device, MFR is unable to draw any conclusions as to the cause of the event. MFR is continuing to attempt to get add'l info from the hospital, and if any significant new info is received, they will forward it.